Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s ins is on the right side, but they feel stimulation on their left leg. It was stated that they are having problems bending their leg, they cannot bend the knee, and have had pain in their left leg ever since their knee replacement in (B)(6) 2017. They were wondering if the implant was causing the pain because they had a right knee replacement as well and they did not have any problems. No further patient complications are anticipated or expected as a result of this event.